Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed 'system error 345' and 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345. The cause was identified to be the lower thermistor failure and the force sensor requires replacement to address this issue. The cause for the system error 322 was identified to be the lower link switch which was not working properly and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) and alarmed system error 322 (link switch error (low)). No additional information is available.